Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. An attempt has been made to obtain further info; however, no additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2014. The actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It was reported skin blistered under adhesive. Time frame dressing was in place and outcome unk.